Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted. Unit had a small crack on the battery tube threads. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at 1:36 pm with a high blood glucose level of 456 mg/dl. The customer was treated for their blood glucose with IV fluids. The customer was off the insulin pump during their hospitalization. The customer experienced no delivery alarms with different sets. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.